Event description:
Housewide product change in october 2003 from split septum to medex 'smartside' needle free valve technology to cap central venous lines; since change, central line blood stream infection rates have steadily increased, despite use of central line insertion and maintenance bundles as published by cdc and without other changes in practice; product has ridges which retain blood/fluid with potential for infection; product requires 30 second disinfection prior to access for blood draws/medication administration.